Manufacturer narrative:
Kinking of nasal cannula oxygen tubing is a known hazard and the tubing is a star lumen construction to reduce the risk of total occlusion. Oxygen enters by tubing on both sides of the nasal prongs, so the patient will continue to receive supplementary oxygen if one side becomes occluded. Nursing is 1 to 1 and the patient constantly monitored, including oxygen sats. Any change in gas flow pressure outside the set parameters (such as caused by a partial occlusion of the tubing) will cause the ventilator to alarm to notify the staff.

Event description:
Oxygen tube kinking which required the user to adjust and re-adjust during use.